Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "feasibility of conversion of percutaneous cholecystostomy to internal transmural endoscopic ultrasound-guided gallbladder drainage". The literature reported the result of 6 cases of the internal transmural endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedures using an olympus model gf-uct240-al5, gf-uct260 between september, 2011 and september, 2016. In the subject procedures, 1 case of bile leak with peritonitis reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. The patient was treated conservatively. According to the number of the accidental symptoms known and the number of olympus devices used for procedure, omsc is submitting 2 medical device reports. This is about gf-uct240-al5 and 1st of 2 reports.